Manufacturer narrative:
B)(4).

Event description:
Dexcom was made aware on 12/05/2017 that on b)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.